Manufacturer narrative:
(B)(4). (B)(4). In this case, there was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Device issue: none. Adverse event: in-stent restenosis. Onset of adverse event: approximately 17 months after stent implantation. It was reported via a trial that approximately 17 months post a mid right coronary artery (rca) xience v stenting procedure, the patient presented with angina and was taken to the catheter lab where 70-100% in-stent restenosis was found. Balloon angioplasty was performed and a metal stent was placed. There was no adverse patient sequela reported and one day post procedure, the event resolved. Although requested, there was no additional information provided.